Manufacturer narrative:
The subject device is not available.

Event description:
During preparation, it was reported that the delivery wire of the coil was broken. The procedure was completed successfully after changing to another coil. No clinical consequences reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked not broken. In addition, the proximal contact was kinked and broken. Based on the information currently available and the device inspection, it is likely that the damages on the proximal contact and delivery wire are due to handling of the device or portion of the device during the clinical procedure, upon removal of the device from the packaging, or preparation of the device prior to use. And the customer may perceive the proximal contact as the delivery wire, because those two parts are connected. Therefore the reported delivery wire broken was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
During preparation, it was reported that the delivery wire of the coil was broken. The procedure was completed successfully after changing to another coil. No clinical consequences reported to the patient.